Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during a transfemoral tavr procedure in the aortic position, gross valve alignment was completed ¿okay¿, but when performing fine alignment, a ¿lot of tension was built up¿. Every time when the valve was aligned between the markers, it seemed as the balloon was jumping forward and the valve was slightly out of alignment. Despite this, it was decided to proceed with the case. The device was moved forward, around the aortic arch and the valve was positioned in the annulus. While retracting the flex shaft, the valve moved proximally as well. Several attempts were done but the valve moved 2-3mm out of alignment. At the end, it was managed to get the valve within 1mm of correct position and it was decided to implant the valve. During inflation, the balloon only opened on the distal part. The proximal part did not inflate and the valve was still completely crimped on the proximal part. It was decided to pull the valve back to the abdominal aorta and deploy it there. Unfortunately the valve deployment caused a rupture of the abdominal aorta. Surgery was attempted but with no success and the patient died.

Manufacturer narrative:
The delivery system was returned to edward for evaluation. During preliminary engineering evaluation, gouges were observed on the flex tip face and the crimp balloon was observed to be twisted. The full fine adjust was used with no issue. A sample sheath and valve were used to test valve alignment/deployment. Severe bunching could not be aligned and therefore was unable to be confirmed. The procedural cine images were provided to edwards and were reviewed by an edwards physician proctor. The findings are summarized below: procedural cine: · tortuous aorta. · heavily calcified leaflets, stj, l-main · good bav, no contrast injection · no image of valve alignment · valve seen across annulus, valve approximately 3 mm proximal to distal marker · ds balloon inflates asymmetrically, valve distal expands without proximal end creating a cone shape · ds pulled back, valve caught in annulus. Pig-tail wrapped around ds · ds balloon is inflated and valve appears to be pulled out of annulus · partially expanded valve retracted to abdominal aorta and deployed above aaa and renal arteries · valve appears too large for abdominal aorta · ds balloon inflates, valve not aligned within markers and does not expand · valve deployed, abdominal rupture seen · occluder balloon inflated within valve, rupture still seen with balloon inflated impressions: the patient had a tortuous thoracic-abdominal aorta and heavily calcified aortic leaflets. No images were provided of the alignment; therefore it was unable to be confirmed if the valve ever reached an acceptable position between the markers during the initial valve alignment step. Before the implant, the valve appeared 3 mm proximal to distal marker. The valve expanded distally without proximal expansion creating a cone shape; s3 asymmetrically expanded across the annulus (did not embolize to the ascending aorta). The delivery system was withdrawn as the valve was caught across the annulus. Traction was applied on the delver system with the balloon inflated and as the valve was dragged to the descending aorta. No diameters of the aorta were provided to demonstrate the safer implant zone for the valve. The valve was positioned in the abdominal aorta above the renal arteries. With a few maneuvers (inflating/deflating and re-centering balloon), the s3 was implanted with the delivery system in the chosen position. Abdominal contrast extravasation was seen after the implant. The occluding balloon was not effective as the rupture was still seen below the inflation. Investigation is ongoing.

Manufacturer narrative:
Functional analysis was performed on the returned delivery system. During pre-decontamination, the balloon shaft was able to be pulled to the valve alignment marker and lock (with no crimped valve on the inflation balloon). The full length of fine adjustment was able to be used, however compression was observed at the distal end of the delivery system. Post decontamination a sample sheath and valve was used to test valve alignment and deployment in a glass model aorta. In the straight section of the glass model, the delivery system was able to be pulled to the valve alignment marker. The full length of the fine adjustment was able to be used without issue. Valve alignment was attempted, however unable to be performed. The inflation balloon was observed to be severely bunched at the distal end. The commander delivery system is a single use device, therefore this result was expected and not indicative of a design/manufacturing non-conformance. Dimensional analysis was performed. The crimp balloon double wall thickness was measured at proximal, middle, and distal locations along its length. All dimensions met specification. During manufacturing, the balloon undergoes multiple 100% inspections. These inspections support that it is unlikely that nonconformance was present on the device before leaving the manufacturing facility. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The complaint for delivery system - valve movement on balloon was unable to be confirmed since the imaging that was provided did not show the valve in a fully aligned state during initial valve alignment. The following procedural factors could contribute to the valve movement on balloon during retraction of the flex tip: residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore causing resistance against valve alignment and displacing the valve proximally once the flex tip is retracted to triple marker band (and no longer in contact with the valve). During de-airing of the delivery system, inflation of the balloon past 20-30% may alter balloon profile, causing heavy resistance during valve alignment. A definitive root cause was unable to be determined at this time. Review of complaint history for (B)(6) 2017 revealed that the occurrence rate does not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required at this time. The complaint for handle - fine adjust difficulty was unable to be confirmed and no manufacturing or IFU/labeling non-conformances were identified. Although an exact root cause was unable to be determined, it is possible that patient and/or procedural factors contributed to the reported event. Patient factors such as tortuosity can contribute to difficulty in fine adjust as the valve alignment may have been performed in a bent section of the aorta, contrary to training manual instructions to perform valve alignment in a straight section of the aorta. Per the image review, the patient had a tortuous aorta. Available information suggests that patient factors most likely contributed to this complaint event. A review of the complaint history for (B)(6) 2017 revealed that the occurrence rates did not exceed the control limits for the failure mode. Therefore, no corrective or preventative action is required at this time. The complaint was confirmed for balloon - incorrect shape but no manufacturing or IFU/labeling non-conformities were identified. Review of complaint history revealed a CAPA was previously initiated to investigate the potential root causes of crimp balloon twisting. The CAPA is currently in the investigation phase. Furthermore, the valve deployment in the abdominal aortic location caused a rupture of the abdominal aorta. Image review revealed that the valve appeared too large for the abdominal aorta.

Manufacturer narrative:
Balloon inflation/deflation time was measured to ensure the system would still allow for a predictable valve deployment. All measurements met specification.